Manufacturer narrative:
(B)(4).

Event description:
This patient was in for an open heart surgery the day after a system implant. This lead dislodged during tricuspid valve replacement so the surgeon replaced the endocardial lead with the epicardial during a open heart surgery. There were no adverse patient side effects from the dislodgement.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.